Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported before placing a double-lumen solo catheter in the patient in the nicu operating room, the catheter placement nurse followed medical orders and found that the support guidewire within the catheter (near the heparin cap) was bifurcated and cracked in the pre-filled saline step of checking the integrity of the catheter, and after confirming that there was a problem with the original catheterization kit, the package was discarded, and the catheter placement was re-ordered under medical orders.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one hydrophilic stiffening stylet with t-lock assembly. The stylet was inserted through the t-lock septum. Complete breaks were observed in both the core and coil wires. The distal fragment, including the weld tip, was not returned for evaluation. The coil wire was elongated proximal of the septum. The core wire had been fully withdrawn through the septum. Microscopic inspection of the break in the core wire revealed tapered break profile. The break surface was reflective and exhibited regular striations. Inspection of the break in the coil wire revealed a similar fracture surface. The break features were consistent with damage caused by contact with a sharp instrument, such as scissors. The damage location suggested that the stylet may have been inadvertently cut when the catheter was trimmed to the appropriate length.